Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the rotor was misaligned/sidewall door switch. Adjusted the door switch bracket and the upper dingus set screw. Adjusted the door frame to be more flush with the system. Tested door open/close function without covers 25 times. Passed. No failures noted. Completed a system checkout. System is fully functional. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000626. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the system was unable to open while around the patient. Once site completed the manual open-door procedure the pendant said open door message. Patient was present but no further information available.

Manufacturer narrative:
Updated section b5 and f1908,f26 codes are added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received and stating that the type of procedure was l1-l5 posterior fusion and delay was10 minutes. This issue occurred intraoperatively.